Event description:
A "sensor error" error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings and experienced symptoms described as disorientation, sweating, and a loss of consciousness. The customer required administration of baqusimi spray and cola by their spouse and emergency services were subsequently. A healthcare professional (hcp) meter reading of 34 mg/dl was obtained the customer received hcp administration of oral glucose for treatment. After an unspecified amount of time a final hcp meter reading of 76 mg/dl was obtained and no further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11,224 and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Sensor was damaged during de-casing. An extended investigation was performed. Visual inspection has been performed on the returned sensor puck and its printed circuit board assembly (pcba). It was revealed that the molex and antenna legs to be removed from pcba and damaged to the pcba tracks. Attempted to extract data from returned sensor and it was not successful. Further performed a visual inspection on the returned sensors pcba, observed that the damage to the tracks of the pcba due to de-casing. The functionality test was unable to perform due to the pcba damage and also unable to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings and experienced symptoms described as disorientation, sweating, and a loss of consciousness. The customer required administration of baqusimi spray and cola by their spouse and emergency services were subsequently. A healthcare professional (hcp) meter reading of 34 mg/dl was obtained the customer received hcp administration of oral glucose for treatment. After an unspecified amount of time a final hcp meter reading of 76 mg/dl was obtained and no further treatment was indicated. There was no report of death or permanent injury associated with this event.